Manufacturer narrative:
No evaluation will be performed as the customer discarded the suspect device.(B)(4).

Manufacturer narrative:
(B)(4). The following additional information was received on 12/29/2014: a homecare (B)(6) year-old male patient, weighting (B)(6), was intubated with a tracheostomy tube for a day when it was noticed that the cuff was leaking. The faulty device was immediately removed from the patient, and it was replaced with a similar one by a physician. No lubrication was used prior to insertion, and the device was not pre-tested. Additionally, it was reported that it was observed skin redness around the area where the tube was inserted into the patient. It was also reported that the patient is in good condition. There is no report of serious injury or death associated with this event. The product will not be returned for investigation as it was discarded by the customer.

Event description:
The customer reported that the tracheostomy tube cuff was leaking. There is no report of serious injury or death associated with this event.